Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and another manufacturer's device exhibited a high out of range shock impedance measurement of greater than 125 ohms. The previous measurements were within range 60 to 70 ohms, although there have been occasional high but with range measurements between 100 to 120 ohms. It was noted that a single high out of range shock impedance measurement of greater than 125 ohms had occurred one other time in the past. The patient was brought into the clinic and all shock impedance measurements were within range. The clinician would be contacting the other manufacturer and following up with the patient every three months. The device and rv lead remain in service and no adverse patient effects were reported.